Event description:
The (B)(4) distributor had returned battery pack sn (B)(4) to zoll lifecor stating the battery pack is defective.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack.